Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During a remote follow-up, post-paced t-wave oversensing was observed. Abbott technical support was contacted who recommended device reprogramming. No intervention has been performed. The patient was stable and will continue to be monitored.